Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture which noted overspending noise. A new lead was implanted. No additional adverse patient effects were reported.